Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a pinhole on the bending section cover, water tightness is lost, due to deformation of control unit, water tightness is lost, adhesive on bending section cover has a chip, connecting tube has a wrinkle, due to wear of angle wire, bending angle in up direction does not meet specifications, due to damage, angulation lever does not move smoothly, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, light guide lens has discoloration, control unit is dirty due to water leakage, control unit has a scratch, image guide bundle has significant breakages, due to damage on image guide bundle, the image has a stain, connecting tube has a scratch and dent, eyepiece has a scratch, angulation lever has a scratch, and image guide bundle has significant breakages. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope crumpled by being bitten, connecting tube has a dent. During inspection and evaluation, the insertion tube coating is missing (more than 1 mm2). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the warnings described as follows in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope¿: "inspection of the endoscope 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities." Olympus will continue to monitor field performance for this device.